Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose. However, the exact value was not provided. Additionally, it was reported that multiple occlusion alarms occurred. Insulin delivery was resumed. Reportedly, the customer declined to provide additional information regarding the events.